Event description:
It was reported that the ventilator generated a technical error code indicating a turbine module communication error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site service was performed by our field service engineer when the issue was noted. The problem could be confirmed in the provided log files. According to the received information the customer was quoted for the repair, however no response was given. No further information has been received despite requests. No parts have been replaced nor returned for technical investigation. Therefore, the root cause to the reported failure has not been established.